Event description:
A resolution clip device was used during a hemostasis procedure in 2008. According to the complainant, "the physician opened the clip in the stomach, it was not possible to close the clip completely and stop the bleeding." The procedure was completed with a second resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. A review of the complaint database identified three additional similar complaints for this lot. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.